Event description:
Approximately three months after the index procedure, the patient expired due to upper gastrointestinal bleeding. The patient also experienced an in-stent restenosis of an unknown cypher stent located in the first diagonal. Since the stent in the first diagonal was described as a drug-eluting stent implanted in 2003; this stent would be considered a cypher stent. The target lesions were located in the proximal left anterior descending (lad) artery, first diagonal, and distal circumflex. The lesion in the proximal lad was described as de novo, ostial, non-thrombosed, 5mm in length, 80% stenosed with moderate calcification. The reference vessel was non-tortuous and 2.5mm in diameter. A 2.5x13mm cypher rx was successfully implanted at 20atms. Pre and post-procedure timi flow was 3. The lesion located in the first diagonal was an in-stent restenosis of an unknown cypher stent. The lesion was described as 90% stenosed and 15mm in length. The reference vessel was 2.5mm in diameter. Two endeavor stents were successfully implanted. Residual stenosis was 0%. The lesion located in the distal circumflex was described as de novo, 90% stenosed, and 10mm in length. The reference vessel was 2.5mm in diameter. An endeavor stent was successfully implanted. Residual stenosis was 0%. Approximately three months after the index procedure, the patient experienced gastrointestinal bleeding and was treated with four units of packed red blood cells. The patient subsequently expired. No autopsy was done and no death certificate was available. According to the investigator, the event was not related to cordis product or the index procedure.

Manufacturer narrative:
Concomitant devices were unknown. An (B)(6) male experienced in-stent restenosis (isr) of an unknown drug eluting stent implanted in 2003 in the first diagonal branch. There was no information available regarding this procedure or product. Since cypher was the first des in the market at that time, this patient's restenosis would be reported for an unknown cypher stent. Past medical history that may have increased this patient's risk for mace includes angina, coronary artery bypass graft surgery, hyperlipidemia, gastroesophageal reflux disease, benign prostatic hypertrophy, depression, nasal congestion, peripheral edema, hypothyroidism, colitis, nausea, gastric ulcers, and osteoarthritis. The patient was included in the (B)(4) study to treat a de novo lesion in the proximal lad, isr in the first diagonal, and a de novo lesion in the distal circumflex artery. A 2.5x13mm cypher was implanted in the proximal lad, and non-cordis stents were implanted in the first diagonal branch and distal circumflex lesions. The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are risk factors in the patient's medical history that may have contributed to this patient's progression of cardiovascular disease and restenotic event.